Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was evaluated, and the reported failure was not reproduced. However, evaluation found water leakage from the forceps channel, fluid invasion of the device resulted in water marks on the image was noted. The root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problem, overheating problem, and electrical problems like signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope displayed an e315 error code. The issue occurred during reprocessing. There were no reports of patient involvement.